Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as due to a change in care giver. The patient was hospitalized for the peritonitis event and was treated with vancomycin injection (1 gm, discontinued) and meropenem injection (1 gm, discontinued) for peritonitis. At the time of this report, the patient recovered from the event and remained hospitalized. Pd catheter was removed due to the event and the patient was switched to hemodialysis thrice a week. It was not reported if the patient or care giver was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.